Event description:
It was reported, PICC application 2194108. 5 minutes later, type 2 severe allergic reaction. Generalized erythema, malaise, possibly allergic to polyurethane. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, PICC application (B)(4). 5 minutes later, type 2 severe allergic reaction. Generalized erythema, malaise, possibly allergic to polyurethane. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an allergic reaction to the catheter could not be confirmed. The product returned for evaluation was one segment of catheter tubing from a 4fr sl powerpicc catheter. The segment of tubing extended from between the 44 cm and 45 cm depth markers to the 50 cm depth marker. A gross visual inspection of the returned unit found blood residue on the exterior of the tubing. No other remarkable features were observed. A guidewire was threaded through the catheter tubing to check for the presence of any foreign material. The guidewire threaded without resistance and no foreign material was found inside the tubing. The catheter was leak tested by flushing water through the luer using a 12ml luer lok syringe, but no leaks were observed. No damage or defects were observed on the returned unit which might contribute to a patient reaction. Therefore, based on the available evidence, the customer's reported defect could not be confirmed.